Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer¿s pump was malfunctioning. She stated that at 7:25 am, his blood glucose was 69 mg/dl and that it was supposed to alarm him anytime his blood glucose was below 75 mg/dl but that it did not. The caller said that the customer did a finger check and his blood glucose was 38 mg/dl. She states that it is just now alarming that he is low, 40 minutes after he has been low. During low blood glucose troubleshooting, the caller said the customer¿s current blood glucose is 109 mg/dl and that he treated with glucose tablets. She was advised to disconnect the customer from the pump. She said that the drive support cap appeared normal and that the customer was disconnected during the rewind/prime sequence. The caller declined to review the pump programming because she said that she already went through them and they were correct. The caller had mentioned that the pump did not alert them that the customer was low so troubleshooting was performed. His glucose alerts are set at 75 and his threshold suspend is set at 60 mg/dl. The predict and rise/fall rate are off. The sensor alert history was reviewed and it was found that at 7:02 am there was a low alarm of 69 and one at 7:42 am. The caller said that she did not hear the pump alarm at 7:42 am. However, according to the sensor glucose graph, the customer had a low of 65 at 7:20 am. The caller was assisted with performing a self-test and the pump passed. The caller requested the pump be replaced and a letter of failure analysis. They were advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted. The low suspend alarm working properly and no anomaly noted. No audio/beep/vibrate anomaly noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.